Manufacturer narrative:
(B)(4). The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring.

Event description:
Customer called to report that they were experiencing high blood glucose levels and that their insulin pump had cosmetic damage. Blood glucose level at the time of incident was 300 mg/dl. Damage reported was cracks to the reservoir opening. The device will be returned for analysis.

Manufacturer narrative:
Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring.